Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the 90% stenosed, 30mm in length target lesion located in the moderately tortuous mid right coronary artery. After pre-dilation with a 2.5x15mm non bsc balloon and pre-ivus, the physician attempted to place a 2.75x28mm taxus liberte stent but was unable to cross the target lesion. The device entered the body just once but upon removal of the device, stent damage was noted. The procedure was successfully completed with two taxus liberte stents (2.75x20mm, 3.0x20mm). No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(6). As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).